Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, immediate implantation, sinus perforation, inadequate bone quality/quantity.